Event description:
On (B)(6) 2011 (B)(4): pt admitted possible mi, acute pulmonary edema and intubation. Underwent an emergent cardiac catheterization, iabp, mechanical ventilation and transferred to ICU post procedure. On (B)(6) 2011 (B)(4): the iabp audible alarm sounds off and "low helium" message is noted. Nurse reviews the "help" screen alarm/advisory. The corrective actions on the help screen recommends to open helium tank and replace the helium tank. Rn proceeded to contact the perfusionist to help replace the tank and failed to check that the helium tank was open (helium tank was closed). Concurrently, pt went asystole and code blue was called. Resuscitation efforts were unsuccessful and pt expired.